Event description:
It was reported that the right ventricular (rv) lead threshold had risen over the years since implant, possibly due to exit block. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524, implantable pacing lead, (B)(6) 1994. (B)(4).